Manufacturer narrative:
Due to character restrictions in telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit alarmed for air leakage in the iab loop, and the device could not continue treatment. The device was immediately replaced with a spare device to continue treatment. There was no personal injury caused.

Manufacturer narrative:
Updated fields - b4,e1(initial reporter),e2,e3,h2,h10. Contact person phone number: (B)(6).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site state: 190). A getinge field service engineer(fse) after checking the unit found that, the safety disk leakage test exceeded the standard, waiting for the customer to order accessories. * 7-1, the safety disk was replaced and the equipment function was restored. The equipment was tested for all functions according to the factory requirements, and the test results were in compliance with the standards and could be delivered to the customer for use.

Event description:
N/a